Event description:
Boston scientific received information that this patient's defibrillation lead was exhibiting rising shock impedance measurements. Additional information was received which confirmed a latitude red alert was received due to shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.